Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump failed accuracy by -7.65%. No adverse effects were reported.

Manufacturer narrative:
Received information on 22-apr-2020 indicating that the reported event occurred during testing. The event date of the reported event was unknown.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The device history log was reviewed; no discrepancies noted. Accuracy testing performed; verifying the complaint of failed accuracy. Testing revealed +5.48 percent, +5.19 percent, and +4.34 percent were all within the published customer spec of + or - 6.0 percent, but outside the internal spec of + or -3.0 percent. Based on the evidence the root cause is unknown. However, the expulsor was observed to be out of calibration and is thought to may have caused the failure.